Event description:
Customer reported unexpected negative reactions on echo using a capture-r ready ID extend I panel on a patient sample. This sample had an anti-c and anti-cw identified in tube.

Manufacturer narrative:
The customer did not return patient sample for investigation testing.